Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem " error 345" was not reproduced. A review of the event history log revealed multiple "ec345!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream thermistor with a reading. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.